Event description:
Recently implanted heartmate 3 left ventricular assist device (lvad) on coumadin and aspirin 40.5 mg daily, presented urgently to the emergency dept with fever and confusion. While in the emergency dept, the patient's neuro status declined prompting intubation. A brain cat scan revealed a large intracranial hemorrhage in the left frontal lobe which expanded over the next 24 hours despite international normalized ratio (inr) reversal with pcc, vitamin k and frozen plasma. Labs were significant for wbc of 27, inr 3.5 and blood cultures growing pseudomonas. Patient was not a surgical candidate. Poor prognosis for recovery. Care was withdrawn per patients previously expressed wishes.